Event description:
The hcp reported the pt presented in 2003 with signs of an infection of the device pocket. These included redness and swelling. A culture of the device pocket was positive for mrsa. The pt was treated with both IV and oral antibiotics and total device system explant. The infection resolved and the pt experienced no drug withdrawal. The pt had a risk factor of psoriasis.